Manufacturer narrative:
The technician found the shoulder bolt was missing which connects the latch to the end tube. The technician replaced the shoulder bolt and the plastic rivets to repair the stretcher.

Event description:
Information received indicates the siderail will not lock into the up position.